Event description:
The manufacturer representative reported, an infection at the device pocket. The neurostimulator was removed. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to the FDA if additional information is received.

Manufacturer narrative:
.